Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the ultrasonic error. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad slightly melted on the side with metal exposed. The distal end of the device was inspected under a microscope and found the probe slightly misaligned with the jaw. Short circuit error u511 was observed. This phenomenon is attributed to activating the seal and cut button while no tissue is in grasping section causing the teflon pad to get damaged. The cause of the reported complaint is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during a therapeutic partial gastrectomy procedure, the thunderbeat had an ultrasonic error. No metal exposed. No patient harm or injury indicated. Procedure was completed using a new handpiece.